Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated they had just come back form hospital and have now noticed that the hospital left a baxter connection on his catheter and wanted to know how to change it or what to do. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 for failure to thrive due to his co-morbidities and for being unable to eat or drink due unknown reason. The patient recovered and continued use of pd therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (conformance) are reviewed and released according to the conformance review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated they had just come back form hospital and have now noticed that the hospital left a baxter connection on his catheter and wanted to know how to change it or what to do. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 for failure to thrive due to his co-morbidities and for being unable to eat or drink due unknown reason. The patient recovered and continued use of pd therapy. Medical records were requested.

Manufacturer narrative:
Conclusion: after review of the file information it appears the patient was hospitalized on (B)(6) 2017 for failure to thrive secondary to co-morbidities, and "being unable to eat or drink." Past medical history (pmh) was unavailable. Patient was discharged on (B)(6) 2017 to home with baxter connection still attached to the peritoneal dialysis (pd) catheter. Patient returned to hospital and had baxter connection removed. The peritoneal dialysis registered nurse (pdrn) stated the "patient has continued use of pd therapy," and hospitalization was "unrelated to use delflex therapy of liberty cycler. There is no documentation or indication showing a relationship between the patients' reported hospitalization for failure to thrive and any fresenius products. Nor is there any relationship between any fresenius products and the patient returning to the hospital to have the baxter connector removed. If additional information becomes available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient's contact stated they had just come back form hospital and have now noticed that the hospital left a baxter connection on his catheter and wanted to know how to change it or what to do. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 for failure to thrive due to his co-morbidities and for being unable to eat or drink due unknown reason. The patient recovered and continued use of pd therapy. Medical records were requested.